Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation. The association between coopervision lenses and the event is unconfirmed.

Event description:
The patient experienced red eye, pain, and loss of visual acuity in left eye (os) after lens wear. The patient was diagnosed with bacterial keratitis with symptoms of tearing, secretion, and photophobia. He was prescribed cloranfenicol without improvement. There was also a hypopyon in the anterior chamber. It is unknown if this complaint has resolved. Additional information received will be provided in a supplement report.